Event description:
Customer reported via phone call that the insulin pump had a motor error alarm. Customer's blood glucose reading at the time of the call was 104 mg/dl. Pump is being replaced.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.